Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. Troubleshooting could not be performed as customer was at work at time of call. The customer stated that the infusion set was pulled out accidentally. The caller also mentioned that some of the infusion sets were defective. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.